Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and mesh was used. During the procedure, the surgeon opened the device and as he was inserting the mesh the straps broke off before insertion. A like device was used to complete the procedure with further difficulties. There were no adverse patient consequences reported. No additional information was provided.